Event description:
It was reported while using bd smartsite¿ extension set, 0.2 micron filter the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: material # 20027e batch # 22019274. It was reported by the customer that the filter that connects to the phaseal connector has 1 small thread at the top. Verbatim:also, staff have noted that the end of the filter that connects to the bd phaseal connector has 1 small thread at the top so staff worry about this becoming disconnected as well. Isd- ext set 0.2 micron filter ss dehp free - (B)(4).

Manufacturer narrative:
Investigation summary: photos were provided for investigation. In the photos, the sample could be seen. The connection site to the filter could also be seen where a thread was still outside of the luer once connected. A device history record review for model 20027e lot number 22019274 was performed. (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.